Event description:
Customer reported that screen timed out when unlocking the device. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.